Event description:
It was further reported that the resistance advancing the 3.00x32mm promus element stent occurred at the lesion site within the guide catheter. The break occurred on a portion of the device which was outside of the patient during the procedure.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a shaft break located approximately 241mm distal from the catheter' strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a shaft break occurred. Access was obtained via the femoral artery. The 30mm in length, 3.00mm in diameter, 95% stenosed, eccentric, de novo and diffuse target lesion being treated was located in the mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. Predilation was performed with 2.00x12mm and 2.50x12mm non-bsc balloon catheters. A 3.00x32mm promus element stent delivery system (sds) was then advanced to the lad. There was resistance advancing the sds across the lesion and when more force was applied the shaft of the promus element sds broke. The sds was removed and the procedure was completed with 3.00x18mm and 2.75x12mm non-bsc stents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the resistance advancing the 3.00x32mm promus element stent occured at the lesion site within the guide catheter. The break occured on a portion of the device which was outside of the patient during the procedure.

Manufacturer narrative:
(B)(4).